Event description:
On 01/02/2017 incorrect results released for hba1c. The chromatograms had p00 peaks and a note to check peaks but no review was done. The chromatograms were unacceptable based on reporting criteria but results were reported. On 01/04/2017 tosoh bioscience technical services notified of the incorrect results. On 01/09/2017 tosoh bioscience technical services manager discussed the incident with the account lab director. He stated that a new g8 operator reported erroneous results to the md/owner of the clinic. Once the low results were noted as errors a request was made for the lab to pull all results from that day and the surrounding days and review all results. Any results that were questionable were repeated. The new operator was a new graduate and did not have lab experience. She was provided with retraining including review of chromatograms. Flag for low results were not set up as recommended by tosoh. The list of flags was submitted to the customer for implementation. Vacuum pump on the g8 had failed and was replaced by tosoh field service engineer. This is the root cause for the instrument failure but the root cause for the adverse event (incorrect results released) was operator error since results did not meet reporting criteria. Root cause: inadequate operator training.

Manufacturer narrative:
The following corrections were recorded in the present supplemental MDR in the noted sections: a1. - unk a2. - unk a3. - unk a4. - unk a5. - unk a6. - unk b1. - product problem b2. - blank field b5. - please see h10 b6. - n/a b7. - n/a section c - suspect product(s) - no d1. - tosoh hlc-723g8 analyzer g8 d3. - tosoh corporation shiba-koen first building 3-8-2 shiba / minato-ku tokyo 1058623 japan d4. - serial # - 14565212 d4. - UDI - 14565212 d5. - health professional e2. - yes e3. - health professional f3, 4, and 5. - doria esquivel 6000 shoreline court suite 101 south san francisco ca 94080 USA (650)636-8123 complaintsspecialists@tosoh.com f6. - 1/4/2017 f7. - follow-up #1 f12. - outpatient diagnostic facility f14. - tosoh corporation shiba-koen first building 3-8-2 shiba / minato-ku tokyo 1058623 japan g1, 2. - doria esquivel 6000 shoreline court suite 101 south san francisco ca 94080 USA (650)636-8123 complaintsspecialists@tosoh.com g1, 2. - tosoh corporation shiba-koen first building 3-8-2 shiba / minato-ku tokyo 1058623 japan g3. - health professional g4. - 1/4/2017 g5. - k071132 h1. - malfunction h2. - correction / additional information h3. - no / resolved over the phone / not returned to manufacturer h4. - 12/01/2015 h5. - no h6. - patient code(s): 2692 device code(s): 2456 method code(s): 10 result code(s): 180 conclusion code(s): 67 h8. - reuse h10. - the probable cause of the event was specimen handling. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.